Event description:
Status post left ureteroscopy, flexible laser lithotripsy and stent placement times two for a large left renal pelvic calculus, who had residual left renal pelvic calculi despite the procedure. On follow-up kub, it was noted that there was a small metallic wire type substance within the bladder near the indwelling stent. Cystoscopy under anesthesia with extraction foreign body and irrigation/extraction bladder calculi fragments.